Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified unspecified lesion. A 3.50x33mm xience proa stent delivery system failed to deploy as the stent-balloon failed to inflate. There was no leak observed. The device was removed. Another xience proa stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis with a tear in the inner member and a hole in the outer member. The reported inflation issues were confirmed. The reported failure to deploy was confirmed through observation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The outer and inner member damage created a leak which caused the reported inflation issues and failure to deploy of the stent. It should be noted, there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.